Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot aa8295v01 was reviewed and the product was produced according to product specifications. All information reasonably known as of 07 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2020-00149 for the first report. Refer to 9611594-2020-00151 for the third report. It was reported that "the cuff broke while blocking/pumping it up." There was no reported injury. No further information provided. Per additional information received 10-aug-2020, the cuff broke during ventilation. The device had previously been intact. The patient was re-intubated, and was inadequately ventilated for a short period, but this did not lead to any change in patient condition.